Event description:
Customer did not response to additional request for repair information.

Manufacturer narrative:
Service was not requested.the customer was advised to replace the sensor pcba.the customer has not yet repaired the device. (B)(4).

Manufacturer narrative:
Supplemental report

Event description:
The customer reported the unit failed pre-use testing due to an exhalation pressure out of range. During normal operation, an out of specification exhalation pressure could be detrimental to a patient if in use. The manufacturers product support engineer advised the customer replace the sensor pcba. The customers biomed tech reported he has not yet repaired the device. No patient involvement.